Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 14.0cm was returned for analysis. External insulation abrasion was noted at 12.1-13.0cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
It was reported that when an asymptomatic patient presented for a routine device change-out, insulation anomaly and low impedance were noted. The lead was capped and replaced on (B)(6) 2016 without adverse consequence. The patient was stable following the procedure.